Manufacturer narrative:
(B)(4). The instrument was returned in good condition. In an attempt to replicate the reported incident; the device was functionally tested to detect any leaking issues. The device was fully functional according to the manufacturing requirements. It could not be determined why the device reportedly malfunctioned. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device caused insufflation issues. The same device were able to be used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Hissing. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? 5mm scope. Was any torque being applied to the trocar or device? No.